Event description:
The physician was performing a papillotomy with a needle knife papillotome. It was reported that 5mm of the needle knife detached and remained in the pt. The needle knife was retrieved with biopsy forceps leaving the pt in satisfactory condition. No add'l info was available.